Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of handle won't turn. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break.

Event description:
Note: this report pertains to first of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. The nurses followed the steps accordingly when setting up the device. During the procedure, after the physician inserted the endoscope along with the device into the patient, when attempting to deploy the band, she noticed that the handle was loose, and the bands could not be deployed. She tried to rotate the handle multiple times, but the bands would not deploy and would not even move. The physician removed the scope and the device. A second speedband superview super 7 was placed onto the scope; however, the same problems happened. When the handle was rotated, it was loose, and the bands would not deploy. It was reported that the suture of the two devices was broken. A third speedband superview super 7 was used. The physician rotated the handle, and the distinct click sound was heard; however, no band was deployed. She rotated the handle again, and then the band was deployed. It was noticed that it would take two full handle rotations before the band could deploy. The procedure was completed with the third speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.